Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was in back-up mode. The product code was successfully downloaded, which resumed normal device function.